Event description:
This is a case report received on 06/25/2009 by international affiliate via technical services. It was reported that on an undisclosed date, a colleague infusion pump failed to emit an occlusion alarm despite having high pressure and a high 500 ml/hr flow rate. The facility's engineering department stated that they ran occlusion tests and the device passed. They allege that the problem was likely caused by a badly positioned venflon, positioned on the patient's wrist. The unidentified patient was not treated prophylactically. The complainant confirmed on the phone that although the patient's hand had swelled and become discolored, there was no long term injury reported. No additional information is available.

Manufacturer narrative:
The device is available for evaluation and has been returned to technical services for evaluation on the occlusion settings at high rates. Information on the fluid (believed to be saline) and the set has been requested via a questionnaire. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.